Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected and leak tested. Both had damage from a sharp instrument. The first cylinder passed all testing. The second cylinder had broken fabric threads from wear in the middle of the cylinder due to a bulge. This cylinder also had a bulge in the distal end when inflated with a syringe. The pump was visually inspected and underwent leak and functional testing. No damages or abnormalities found. The pump passed leak testing but did not pass activation testing. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery due to extrusion of both cylinders. The component was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery due to extrusion of both cylinders. The component was removed and replaced. There were no further patient complications reported.